Manufacturer narrative:
Actual device was not returned; hence no device evaluation was performed. CT images were provided and reviewed by a clinical representative. The review shows a possible endoleak on the left limb, but not well defined; the probable cause appears to be due to over ballooning of the bifurcated device. There was not type ii endoleak shown on the images provided. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. The lot usage history shows that no other units from this lot have been involved in similar event. (B)(4).

Event description:
It was reported that approximately 17 months post-implanted of two bifurcated devices, an infrarenal aortic extension, a suprarenal aortic extension, and four limb extensions, the physician elected to explant the devices due to aneurysm sac growth. Reportedly, a follow up computed tomography (CT) scan revealed a persistent type ii endoleak (approximately 14 months post-implant). The physician elected to convert to an open repair and explant the devices. The patient was treated with a surgical graft. It was reported that the patient tolerated the procedure well. Additional information: during the initial implant the first bifurcated was overballooned resulting into type iiib endoleak near the suture line at the bifurcation. The physician then relined with another bifurcated device which resolved the endoleak.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.